Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. No issues were noted with the profile of the device. During analysis, it was possible to retract the outer sheath by hand and partially deploy, reconstrain, and fully deploy the stent without issue. The length of the stent was measured and found to be within specification. No issues were noted with the returned device that could have contributed to the complaint incident. The complaint was not confirmed. As the stent was returned fully mounted and the device met all product specifications, this is no longer considered a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the patient had a malignant tumor located at the head of the pancreas. The stent was deployed within the common bile duct. However, the stent protruded approximately 16mm out from the papilla. The stent was determined to be too long for the lesion. The stent was removed from the patient. It is unknown whether the stent was the correct length as labelled or if the stent was longer than the indicated size. The procedure was completed with a plastic stent as a shorter metal stent was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a malignant tumor located at the head of the pancreas. The stent was deployed within the common bile duct. However, the stent protruded approximately 16mm out from the papilla. The stent was determined to be too long for the lesion. The stent was removed from the patient. It is unknown whether the stent was the correct length as labelled or if the stent was longer than the indicated size. The procedure was completed with a plastic stent as a shorter metal stent was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.